Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the tampons pulled apart. She was unsure she removed all remaining pieces. She used a douche after her period ended. She experienced discomfort and abdominal pain after removal of the tampons but is doing better now.

Event description:
This is a follow up to report a change to the brand name from sleek regular to click super tampons.

Manufacturer narrative:
Additional narrative: review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.